Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.50mm x 15mm balloon was returned for analysis. Visual and tactile inspection found multiple hypotube kinks. No issues identified with shaft polymer extrusion. Microscopic and leakage testing noted a 4mm longitudinal balloon tear just proximal to the distal markerband, confirming the reported allegation and blood was observed in balloon and inflation lumen. No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination also noted unreported distal tip damage (flared). No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.